Manufacturer narrative:
H10. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that the device has a cracked case and a damaged ac port. Additionally, during service and repair evaluation, the device was found to be unable to operate on ac or battery power. No patient involved.

Event description:
It was reported that the device was found to be unable to operate on ac or battery power due to the dc inlet being broken. No patient was involved because this was found during service and repair.